Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that after the surgery on (B)(6), the therapy was working, but on (B)(6) they received an injection in the spinal area near the implant. Since that day, they have been experiencing incontinence. The following day, they felt an uncomfortable stimulation in the pelvic area, but it happened only once and then the stimulation stopped. The agent recommended that they speak with their healthcare provider to confirm what adjustments were advised, but they chose to make the changes on their own. At first, they said they felt a comfortable vibration in the rectum, but during the call, they experienced numbness in their leg. Agent redirected the patient back to their healthcare provider to further address their issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient was contacted from pic program. The patient brought up their incontinence issue persists, and it's even worse than before. The patient added it worked well for about 5 days and since then it's been worse. Patient mentioned they saw a nurse and they had them increase the intensity, but that hasn't resolved the issue and they have no control over it at night, and they wake up soaked, and during the day they have to change their pad 5-6 times. Reviewed therapy information and general programming guidance. Redirected to hcp to further adress the issue. The patient is scheduled to follow-up with hcp in 2 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.